Event description:
During an ercp, the physician placed a wilson-cook tracer hybrid wire guide into the common bile duct. Resistance during cannulation was encountered. A wilson-cook glo-tip ercp catheter was placed over the wire guide. During an exchange over the prepositioned wire guide, the ercp catheter could not be removed from the wire guide. The physician applied additional force. At this time, a small portion of the catheter detached from the distal end, and the catheter was removed with ease. The detached portion was visible under fluoroscopy. The physician used an extraction basket to attempt retrieval and an extraction balloon to sweep to attempt retrieval and an extraction balloon to sweep the duct. The retrieval was unsuccessful. The info provided indicated that the detached portion had fallen into the gall bladder via the cystic duct. The physician believes the detached portion will pass naturally. No pt injury was reported.